Event description:
While checking an IV compound in the clean room at children's hospital (B)(6), the pharmacist saw what appears to be mold or some kind of fuzzy substance growing on the top of the black rubber stopper of a bd 3 ml syringe (product number 309657, ID (B)(6)). It is unclear which lot this singular syringe came from. I pulled all lots in the IV room and submitted them here for consideration (5224209, 5191817, 5286189, 5255912, 5190853, 5254933, 5287786). At this time, we have to visually inspect all 3ml syringes as we are not sure which lot this came from. These are used in the sterile compounding space at children's hospital and we have great concern that this could be in other syringes we use. We are actively visually inspecting all syringes at this time. This has been reported to bd's product complaint department.